Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while loading the cartridge, insulin could not be injected into it. Customer changed out the syringe needle and cartridge was filled with insulin. There was no reported impact to customer's blood glucose.